Event description:
Report rec'd of two thermodilution catheter balloon ruptures on the same pt. Both catheters reportedly were inserted without difficulty and passed balloon inflation testing prior to insertion. After approximately 24 hours, nurse noted that the catheter would not wedge and that no resistance was felt upon inflation. The initial catheter was removed and the balloon was noted to be broken. They had been performing hourly wedge readings. The second catheter was placed and the same scenario occurred. The pt did not experience any adverse effects. No additional info was available.